Event description:
Event description guidant received information that the pacemaker dependent patient with this lead presented to the emergency room feeling lightheaded. Loss of ventricular capture and an increase in threshold measurements was noted. The field representative turned on the auto capture feature.